Event description:
A case study was submitted for review titled: successful aspiration of the avulsed radial artery fragment occluding the right coronary artery. A patient was admitted due to an inferior myocardial infarction. After the right radial artery (rra) puncture, a 6f launcher guide catheter passed through the forearm with some difficulties. During the first contrast injection, the right coronary artery (rca) was embolized, with material protruding from the catheter. The embolus got stuck in the mid-rca, whereas the distal segment was occluded in a previously implanted stent. Medication was administered and intravascular ultrasound imaging performed which confirmed intraluminal wire placement and showed the fibrous nature of the embolized material. Balloon inflations proved ineffective. An export ap aspiration catheter and a non mdt guide extension catheter failed to extract the embolus, dislodging the embolism downstream. Manual aspiration with a 5f non mdt catheter was performed which fully evacuated the embolus. At gross examination, the embolic material was a 38mm long tubular structure, identified as an avulsed rra fragment. An angiography preformed showed the rra was patent with small irregularities in its proximal segment. The patient was discharged with a good pulse and no forearm hematoma.

Manufacturer narrative:
Authors: jacek klaudel, dariusz surman, wojciech trenkner, wlodzimierz krasowski journal name: jacc: cardiovascular interventions year:2022 title of article: successful aspiration of the avulsed radial artery fragment occluding the right coronary artery literature reference: doi.org/10.1016/j.jcin.2022.01.009. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.